Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient underwent a not cemented arthroplasty in 1996 for a coxarthrosis of the right hip, following wear of the acetabular insert in polyethylene, in 2008 the insert and the femoral head were replaced.